Event description:
It was reported that the device logged an event code in the memory and displayed the "call service" message indicated a critical failure. The device would not be available for use in the reported condition. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio- control evaluated the device and verified the reported failure. Physio replaced the biphasic module pcb and the broken main pcb to biphasic pcb connector cable assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed biphasic pcb at the failure analysis center and was unable to duplicate the reported/observed failure.